Manufacturer narrative:
(B)(4). Eval, results/conclusion: (endoleak). (Aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 3.5 years ago. The pt was originally implanted in another state; therefore, the aneurysm and vessel morphology from the time of implant are unk. It is unk whether the pt returned for follow-up. It was reported that currently the pt has disease progression with aortic neck dilatation, the aortic neck is 26 mm in diameter at the renal arteries and it is 2 cm long. A recent CT demonstrated that the stent graft has migrated distally 2 cm distally resulting in a type I endoleak. (Ref MFR # 2953200-2011-00610). The physician implanted a 32 mm talent aortic cuff proximally to the aneurx bifurcated stent graft; however, the endoleak did not resolve. A palmaz stent was implanted within the talent cuff and the endoleak was resolved. No additional clinical sequelae reported, and the pt is fine.